Event description:
The physician reported the tip of the guide wire became damaged during removal from the artery. During the eval of the returned device it was determined that the coating of the guide wire had been peeled or scraped off. Although no pt complications or injuries were reported during this procedure, it has been determined that peeled detached coating material may embolize and therefore cause an adverse event if it were to recur.